Manufacturer narrative:
Eval summary: cause cannot be determined due to insufficient info. No product or x-rays were returned for eval. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
The device was implanted in 2006. Prior to event date, it was reported that the nail cap backed out. Device remains implanted.